Manufacturer narrative:
(B)(4) - infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2008 and topical skin adhesive was used. The patient developed an infection and was hospitalized for another 6 days.